Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of history log shows multiple "door jammed" messages however this could not be reproduced during eval. The eval found loose hardware that secures the mechanical assembly into the front case causing separation. This may have been the cause for "door jammed" alarms found in the history log. The mechanical assembly screws were adjusted to meet specification during the repair process.

Event description:
It was found during a baxter eval that a pump has multiple "door jammed" messages. There was no associated pt injury.